Event description:
Pt was undergoing a scheduled left open radical nephrectomy. During the surgery, the surgeon noticed a flame coming from the tip of the cautery while in use. He noted that the tip had started to glow brightly and then developed into a small flame. The cautery and machine were immediately removed/sequestered, and another machine and new bovie were used for the remainder of the case. No harm to the pt or staff. The case proceeded without further incident.